Event description:
It was reported that a pca stopped during patient use and had a communication error. Dilaudid with no loading dose and a pca dose 0.3mg was ordered. The lockout interval was 8 minutes and there was a "4 hr dose limit: 3.28mg". Although requested multiple attempts made there was no additional event details provided. The customer confirmed that there was no patient impact. Although requested there was no additional event details provided by the customer

Manufacturer narrative:
The report of a communication error was neither confirmed nor reproduced. Physical inspection showed only slightly dull iui connectors. The pcu event log shows that the pca module was programmed to infuse a pca-dose-only infusion using a 35 ml monoject syringe with 28.4216 ml detected. Each pca dose delivered 0.75 ml at 150 ml/hr beginning at 8:18 pm on (B)(6) 2019 until 10:07 pm when a channel disconnect occurred (communications down). There were 10 pca dose requests delivered during this period. A review of the device error logs found no errors occurring during the reported time period. Functional testing showed no abnormalities. The root cause of the reported communication error was not identified.

Event description:
It was reported that a pca stopped during patient use and had a communication error. Dilaudid with no loading dose and a pca dose 0.3mg was ordered. The lockout interval was 8 minutes and there was a "4 hr dose limit: 3.28mg". Although requested multiple attempts made there was no additional event details provided. The customer confirmed that there was no patient impact. Although requested there was no additional event details provided by the customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Adult. Customer decline to provide patient demographics.

Event description:
It was reported that a pca stopped during patient use and had a communication error. Dilaudid with no loading dose and a pca dose 0.3 mg was ordered. The lockout interval was 8 minutes and there was a "4 hr dose limit: 3.28 mg." Although requested multiple attempts made there was no additional event details provided. The customer confirmed that there was no patient impact. Although requested there was no additional event details provided by the customer .